Event description:
It was reported the ipg was unable to communicate with external devices. The patient did not charge the ipg as recommended. Ipg has been deemed inoperable. Surgery may take place later.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.